Event description:
I bought several boxes of individually wrapped 3m n95 masks. When I opened the first one, the chemical smell was so strong it gave me an instant migraine. I called enviro safety in santa clarita, ca and they said they are aware of this, that I'm not the first one to tell them about it, and that 3m will do nothing about it. I can't return the unopened boxes for a refund. I was told by them that the chemical smell is from the production of the masks. However, in 2020 when I first started using these masks, this wasn't the case. How can you help? The thing to protect my lungs would instead do me harm if I tried to use them. Btw, these are supposed to be able to be used in a medical setting. My reaction to less than 30 seconds of the mask on my face? Migraine, irritated airway (throat and lungs).